Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump is over delivering insulin, customer stated that she woke up in a sweat. Customer's insulin pump also alarmed prime alarm and the rewind process is slow. Customer's blood glucose reading is 333 mg/dl, customer has treated. Customer stated the insulin pump is not delivering the insulin. During troubleshooting, time and date are correct. Programming is correct. Manual prime process correct, insulin did exit the tubing. Nothing further reported.